Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the cartridge load process. Reportedly, the customer removed the cartridge outside the proper sequence. The issue did not impact the customer's blood glucose (bg) levels. Tandem's technical support walked customer through the load process and customer was able to resume insulin. On the same date, the customer also experienced a low bg level of 46 mg/dl. The customer addressed the low bg successfully by eating food. The customer believes their low bg was caused by not eating and also stated that they had lost a lot of weight and would be consulting with their healthcare provider to discuss and change pump basal rates.